Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the hospital feeling unwell. The device was checked and the rv pacing impedance measurements were found to be high, out-of-range at greater than 3000 ohms. The patient was admitted to the hospital and shortly thereafter, the rv lead was explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The explanted lead was discarded at the hospital and will not be returned for analysis.